Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss occurred. On (B)(6) 2024, the patient¿s wife reported calling him at home. The patient answered but was not responding to her. The patient¿s wife was able to call someone to check on her husband, and when they arrived at the patient¿s house, the patient was unresponsive and lying on the front lawn. It was stated that the patient¿s bg meter reading was 30 mg/dl while the cgm was not providing any reading due to signal loss. It was not specified how long the patient has been experiencing signal loss prior to becoming symptomatic. Emergency medical services (ems) was not called for this event, however, there were no details on what treatment the patient may have received from a third party. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.